Event description:
It was reported that hemorrhage occurred. A left atrial appendage closure procedure was being performed. Femoral access was gained and a versacross was introduced and used for trans-septal crossing. There was a narrowing of the common femoral vein (cfv) so additional pressure was applied to get the versacross sheath to advance. Once advanced, trans-septal puncture was successfully performed. When pulling the versacross sheath out, excessive bleeding from the groin was noted and additional pressure was applied to slow blood flow. A watchman fxd curve access system (was) and dilator were inserted but were unsuccessful at advancing past the narrowing in the cfv. The was was removed, and left groin access was discussed. During this time the patient was still bleeding excessively so the decision was made to abort the procedure. The patient remained stable, however after approximately 30 minutes, hemostasis was still not obtained and a slight drop in blood pressure was noted. The patient was transferred for a diagnostic computed tomography (CT) scan and an undiagnosed arteriovenous fistula was identified and noted to be the cause of the excessive bleeding. The patient received a blood transfusion. The patient is doing well and has been discharged. The physician does not plan to re-attempt the left atrial appendage closure procedure with the watchman devices due to the significant narrowing on the left side as visualized via CT. The physician is considering future surgical intervention to treat the left atrial appendage.